Event description:
The customer reported that they had 2 units of plasma derived from whole blood which they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: two disposable sets were received for investigation. Samples from the sets were tested and measured in terms of concentrations of the free hemoglobin of the supernatants. The concentration of sample 1 was 30mg/dl and the concentration of sample 2 was 35mg/dl the manufacturing and testing records were reviewed with no issues noted. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. Root cause: a definitive root cause for this failure could not be determined. The following are possible root causes of hemolysis: characteristics of blood e.g. Red blood cell fragility; bacterial contamination; excessively cooling filter clogging.